Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Consumer was using a super plus tampon and upon removal she stated that the tampon was unraveling and falling apart into pieces. She is confident that she removed all the pieces. She only used 1 tampon out of the 50 pack and is not using anymore.

Manufacturer narrative:
Correction: manufacturing site - was blank, added (B)(4) address.